Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during an unknown therapeutic procedure, the nylon loop failed in the procedure, still attached to the patient's polyp. Additionally, the patient was on a conscious sedation when the device fell into the patient's colon. Emergency cutting of the wire and removing the sheath was required to allow the physician to initiate the unhook and release mechanism, which resolved the device from being attached to the patient's polyp. Furthermore; wire cutters outside of the patient to cut off handle and allow removal of sheath was used to remove the device. There were no unplanned diagnostic imaging to locate the device. No injury or harm to the patient. The device was inspected prior to use with no deformity or issues visualized. There were no further reports of patient harm.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the results of the approved final investigation. Updated fields: h2, h3, h6, h11. The device was returned to olympus for inspection and the product analysis confirmed the reportable malfunction, the device was in two separate pieces. The entire insertion portion was completely detached from the handle, consistent with the reported issue. Based on the results of the investigation, the probable cause of the complaint is cause traced to component failure, as expected or random component failure without any design or manufacturing issue due to mechanical problem identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the event description. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was additionally stated that when attempting to release the catheter, the metal and spring parts in the handle bowed outward and bent unexpectedly, resulting in the emergency cutting of the wire and removal of the sheath.